Manufacturer narrative:
Concomitant medical products: item: unknown stem, catalog #: unknown, lot #: unknown. Item: unknown ldh head, catalog #: unknown, lot #: unknown. Item: unknown adapter, catalog #: unknown, lot #: unknown. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with durom acetabular component in (B)(6) 2005 (exact date is unknown). Subsequently, the patient underwent a revision surgery due to pain, range of motion, fatigue, metallosis, acetabular loosening and elevated metal ion levels.